Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged false positive results for sars-cov-2 generated with two patient samples. On (B)(6) 2021, patient 1 tested positive for sars-cov-2 and negative for influenza a/b on the cobast lias sn (B)(4) lot 01116z. On (B)(6) 2021, a repeat test was performed on the same sample on the same system, and the results were negative for sars-cov-2 & influenza a/b. On (B)(6) 2021, patient 2 tested positive for sars-cov-2, & influenza a/b on the cobas liat sn (B)(4) lot 01123z. On the same day, a repeat test was performed on the same sample on a different cobas liat sn (B)(4) and the results were negative for sars-cov-2 & influenza a/b. Results were released to medical personnel, who requested repeat testing same sample. No harm indicated. The samples were collected using nasopharyngeal diagnostics hybrid utm, 3ml. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas®pcr media kit. Collect nasal specimens using the cobas® pcr media uniswab sample kit or cobas®pcr media dual swab sample kit according to instructions. Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of 0.9% physiological saline. Customer did not provide data for patient 1 and allegation of false positives could not be confirmed. Review of the customer run data showed curve abnormalities were in the first testing of the patient 2, indicating the result was false positive. Two (2) mdrs will be filed.

Manufacturer narrative:
Customer did not provide data for patient 1 and allegation of false positives could not be confirmed. Review of the customer run data showed curve abnormalities were in the first testing of the patient 2, indicating the result was false positive. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).